Event description:
A customer contacted beckman coulter inc. (Bec) reporting a clenz (cleaner) leak of about 50ml inside their coulter lh 500 hematology analyzer and about 10 ml outside the instrument.upon doing startup.the customer also reported smoke that was noticed after the leak occurred. The fire department was not called. The lab was not evacuated. There is an exposure plan in place at the facility and clean up was completed following the biohazard spill protocol. The operators were wearing lab coat and gloves at the time of the incident. No injury or exposure was reported and there was no affect to patient samples with regard to this event.

Manufacturer narrative:
A field service engineer (fse) went on-site a day after the event and found that the leak had shorted some circuits in the instrument. The fse found that the leak was at the tubing through pv43 (pv43 is the drain for the cbc waste of the instrument. Blood, controls, lyse, clenz or diluent can be present in the tubing through pv43). The fse replaced the tubing and verified the repairs per established procedures. The cause of the leak is attributed to the tubing through pv43. (B)(4).